Manufacturer narrative:
Na

Manufacturer narrative:
The inform ii meter was returned. The investigation determined that the meter has small cracks in the lcd at the bottom half of display. The touch panel is fully functional on the meter. The meter does not show signs of melting or burning.

Event description:
The reporter stated that the lower half of the screen looks burnt on the accuchek inform ii (serial number (B)(4)). The meter was not exposed to any external heat sources. It was able to be powered on. No one saw the burning happening. There was no adverse event. The suspect device was requested to be returned and the replacement meter was sent.